Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no failure mode observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Sensor was reprogrammed and simvivo test performed. All results were within specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a sensor error message from the adc device. The customer became sweaty, confused, and required treatment of glucose energy gel provided by a non-healthcare professional. There was no report of death or permanent injury associated with this event.